Event description:
The customer reported the system failed to save images. No report of patient injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was upgraded. The system was then found to be operating as intended.